Event description:
It was reported that the needle bent with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use with the same patient. The following information was provided by the initial reporter: contact reports 2 bent needles. One was noticed bent prior to filling cartridge and another bent while inserted in fill port.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle bent with a bd precisionglide¿ needle. This occurred on 2 separate occasions during use with the same patient. The following information was provided by the initial reporter: contact reports 2 bent needles. One was noticed bent prior to filling cartridge and another bent while inserted in fill port.